Manufacturer narrative:
The impella device was not received from the customer as it may have been discarded, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation). Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported the patient had elective placement of an impella 5.5 device for mechanical circulatory support and experienced adverse events in addition to malfunction of the device. Next day post implant concern was noted for possible cerebral vascular accident (cva) due to left-sided weakness. The cause of the cva is unknown. Thereafter, two days post start of support, the patient was emergently taken to operating room due to increased output from chest tubes in addition to drop in blood pressure. Surgical examination showed left ventricle perforation with possible impella involvement. The patient was placed on peripheral venous-arterial extra-corporeal membrane oxygenation (va ECMO); chest left open. A massive transfusion was given to the patient with around 20 units of red blood cells. Following continuous renal replacement therapy (crrt) was initiated overnight. It was noted that the patient had an acute kidney injury. The patient had renal dysfunction following the hypotensive episode which necessitated the return to the operating room, and the need for crrt. Due to an open chest, the physician was unable to visualize windows on transesophageal echocardiogram for the impella pump placement, said to be ¿shallow¿ per anesthesia. The impella 5.5 pump was left shallow due to ventricle perforation. The patient experienced arrhythmia issues as well and the cause of the arrhythmia was unknown. The clinical representative suggested repositioning the pump due to the arrhythmia; however, the pump was not repositioned, and support continued. However approximately four to five days thereafter, during central ECMO decannulation, the impella pump began alarming with displayed message "purge pressure high." Placement screen showed significantly elevated left ventricle waveform, and surgeon was notified of pump saturation. Consequently, the impella pump explanted with no replacement as it was noted there was stable hemodynamics and arterial blood gas showed no need for additional mechanical circulatory support.

Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. The patient was taken to operating room for a surgical washout without onsite support requested. When manipulating the heart, the left ventricle perforation was found on posterior aspect of the heart. The cause of the ventricle perforation was not determined since the product was not returned. Data logs showed suction alarms. The impella position unknown and position in aorta alarms occurred. No motor current spikes outside of p-level changes and pump starts prior to high purge pressure (hpp) instance. Positioning issues mentioned in clinical throughout case. The cause of the renal failure was most likely improper positioning of the device. The cause of the positioning issue was not determined since the product was not returned and there is a lack of clinical details. Hpp and purge system blocked alarms occurred. ~2.5 minute rise in purge pressure and drop in purge flow after motor current spike. Hpp did not resolve and the pump was explanted. Purge flow ticks stall and pump flow then saturated. The cause of the high purge pressure issue was most likely biomaterial. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident could not be determined. As the necessary information was not provided, the root cause of the ventricular tachycardia/ventricular fibrillation was not determined. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-14431.